Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in stored untreated episodes. The system placement was evaluated with fluoroscopy with no indication of electrode kinks or fractures. The system was reprogrammed to the secondary vector to mitigate further oversensing. This system remains in service. No additional adverse patient effects were reported.